Event description:
It was reported that a medication cassette reservoir caused a pump to alarm "high pressure". When the patient removed the cassette, she noticed the tubing was skewed and there was a fold. Issue was resolved by changing to a new cassette. No patient or clinical injury was associated with this incident.

Manufacturer narrative:
One used device was returned for evaluation. The examination and testing of the device determined that the inner medication bag of the device had not been placed properly in the cassette housing. As a result, the device had a kink in the outlet tubing. This kink in the tubing likely caused interference between this device and the infusion pump's cassette sensor. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The manufacturing facility performed a retraining of the production personnel to emphasize the bag folding and inspection operations.

Manufacturer narrative:
Additional information received stating no medical intervention was required.

Event description:
Additinal information recieved stating no medical intervention required.